Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump would not exit the preparing to prime screen. The customer¿s blood glucose level was unknown at the time of the incident. The customer states pump continues to make a rewinding sound and states when she does go to rewind the pump screen just says rewinding and then goes blank after a few seconds. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump passed the functional testing, including the operating currents measurement, self test, unexpected alarm error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No rewind anomaly or unexpected sound anomaly noted. Pump was monitored for several days and no blank display anomaly noted. No damage found on lcd isolation tape noted. Pump had minor scratched display window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.